Event description:
During a hernia operation, lumbar vertebrae anesthesia was performed on a patient in japan. Half an hour after the start, the patient's blood pressure and consciousness were decreased, and he vomited. The patient was given a steroid, antibiotic, and medication to widen the respiratory tract. He was fine afterwards. The physician believed the patient had anaphylaxis shock due to (latex) gloves.

Manufacturer narrative:
The device history record could not be reviewed due to the unavailability of the lot number. Moreover, in the absence of the sample, detailed analysis could not be carried out to arrive at a conclusion regarding the root cause. Historical trending was done. The triflex custom glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, a small percentage of the population might experience an allergic reaction to some of the materials in natural rubber latex gloves. Some individuals react to allergens naturally occurring in the ruber. Some individuals also may experience reactions to anti-oxidants, which may be added during the manufacturing process. Additionally, the possibility of this individual reacting to the surgical intervention and/or pain may have contributed to the symptoms experienced.